Event description:
It was reported that during a da vinci-assisted tubal reanastomosis surgical procedure, the bipolar energy did not work with on the maryland bipolar forceps instrument. The energy cable was exchanged out with no resolution. The site explained they cleaned/sterilized the instrument, but the energy function still not did not work. The procedure was completed with no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) investigation confirmed the customer reported issue. The instrument was found to have a dislodged conductor wire from the connector at the back end. The instrument was found to have damage to the conductor wire insulation. There were no signs of thermal damage observed. The instrument failed electrical continuity and energy delivery tests. Fa noted this failure is caused by mishandling/misuse, such as collision of the instrument with a sharp object. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.043- 0.189" in length and were not aligned with the tube axis. Fa also concluded this failure is caused by mishandling/misuse.